Event description:
Male patient with a large intravesical median lobe prostate underwent aquablation procedure. After the aquablation resection was completed, the treating physician elected to utilize a resectoscope and a loop to remove the residual median lobe, as well as apply contact cautery at a few points around the bladder neck. Post-op day 3, the patient received transfusion for low hemoglobin level count (7.8 g/dl) due to continuous intermittent bleeding. The patient was in stable condition the next day and discharged home.

Manufacturer narrative:
A review of the aquabeam system's log file was conducted, which confirmed that there were no malfunctions related to the reported event. The review indicated that the system functioned as designed. A review of the device history record (DHR) was conducted for lot number 18c00487, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met specifications when released for distribution. A review of similar complaints was conducted, which found one (1) other similar event was reported on lot number 18c00487. The aquabeam system instructions for use (IFU), ifu310301, lists "bleeding" as a potential perioperative risk of the aquablation procedure. A root cause for the reported event could not be determined. Bleeding is an anticipated perioperative risk of the aquablation procedure. Based on review of the log file, DHR and IFU, the event is considered not to be device related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.